Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was observed to not be working properly. Subsequently, the tube was replaced. There was no reported patient injury.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating with a syringe and subsequently submerging under water. A leak was noted in the cuff. Cuff and inflation line assembly operations were reviewed; no discrepancies were found. Additionally, 32 units audited to veryify these two assembly operations; no deflated cuffs were detected during the testing. Each device shall be inflation tested prior use as per IFU 10011781-001 instructions for use - blue line ultra suctionaid tracheostomy tube. Page 4: "the integrity of the cuff and inflation system should be checked prior to insertion. Guard against cuff damage by avoiding contact with sharp edges." The reported customer complaint has been confirmed, and the problem source has been determined to be user interface.